Event description:
It was reported that this patient expired on (B)(6) 2024 (details not provided). The patient had previous syncope and an ejection fraction of 20% - 25%; the implantable cardioverter defibrillator (ICD) was implanted in (B)(6) 2023. The physician was concerned that there had been a delay/diversion of therapy (details unknown). The ICD was explanted post-mortem and retained by the facility. Additional information is being requested at this time.